Event description:
It was reported during an aculoc 2 procedure, the surgeon was inserting the locking screw into the plate, and the driver tip broke. The surgeon was not able to remove the broken piece, and therefore, the piece of the driver tip remains in the patient. No other adverse patient consequences were reported. This report is related to report number (B)(4) for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned device was examined under magnification. Under magnification, it was confirmed that the batch number of the 1.5mm hex driver tip, locking groove (part number 80-0728) was 400575. A torsional fracture pattern was identified within the hex tip, with the fracture face being primarily transverse to the long axis of the driver. The driver tip was measured to determine the location of fracture and approximate the amount of material missing. The driver measured 2.6860 inches, indicating that approximately 0.0640 inches had broken off the tip. A torsional fracture pattern likely indicates an excessive twisting load about the drivers' central axes. However, based on the information received and due to unknown procedural conditions, the root cause could not be determined.